Event description:
I had lasik surgery. I went back because I was having problems with my right eye and on both final exams they said everything was fine I just had dry eye. I went back to my eye doctor who recommended them he said there was nothing wrong. This year I went to my childhood eye doctor and he said I had epithelial undergrowth. I do not know how the other doctors missed it. I don't know if the other doctors ignored it and didn't tell me about it. And I don't know if it just started. (B)(6).